Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone via an implantable pump for spinal pain indications. It was reported that the hcp stated that patient had spine surgery back in november and the catheter was cut. The hcp stated that they were choosing to permanently shut the pump down because the catheter was not in the correct space anymore. The code to permanently stop the pump was provided.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.